Event description:
The customer reported the +20.0 diopter cc4204a collamer single piece lens tore during surgery. The lens was removed and replaced without any injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
Per medical review - reportedly, lens was torn off upon insertion requiring intraoperative lens exchange. The damaged lens was removed without incision enlargement or any other injury to the patient. Another lens of same model and diopter was successfully implanted. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2015, the most likely cause of the event was unknown. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint information and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was received in two pieces and half of an haptic was torn off and missing. The laf was attached with the patient information. (B)(4).